Manufacturer narrative:
Damage to the active electrode appears likely. However, currently available information does not allow to identify a root cause. A device investigation of the explanted device is necessary. Re-implantation is being considered, but no date has been communicated. This is a final report.

Event description:
Device malfunction. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. Re-implantation is considered.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Device malfunction. No report of accident or trauma has been received. The recipient has been re-implanted.